Event description:
A turp procedure was being performed on the pt. Frayed cord on bovie electrical connection to the cutting loop. Open electrical wire burned glove and the surgeon's hand at the right index knuckle. Reported to the dept supervisor. Changed to new cord and procedure continued. No injury to the pt. Physician sustained burn approx 1/2 inch around. Medication applied.